Event description:
A surgeon reported that a pt was implanted with an intraocular lens (iol) in the right eye (od). At the six (6) month follow-up visit the surgeon found that the refractive outcome was not as expected. The refraction was -0,25d sph. Instead the intended refraction of -1,00d. At the most recent follow up visit the refraction was +0,00 d sph. There have been no visual complaints from the pt. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. File info provided indicated the use of an approved delivery system. The product history records could not be reviewed for the associated delivery system because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. (B)(4).